Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient mentioned that she was at the healthcare provider (hcp) office last year when the local representative used the clinician programmer to find that 2 of the 4 contacts were not working for some reason. Patient stated the rep programmed around the issue and the therapy had been effective for the patient. However, the patient has had a recent gradual return of her target symptoms, noting that sometimes when she stands up she "gets a gusher". Patient was also going through pads at night. Patient has since changed the programming and was using p4 at 2.40v, but she could not comfortably increase amplitude due to being at her threshold. Patient has since tried changing to p1 and was current set at 2.40v and has been on this setting for a couple days. The patient indicator for use were for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient indicated that the circumstances that led to 2 of the 4 contacts were not working because there were metal benches on boat and patient had left device at home and could not change setting. The healthcare provider re-adjusted the device to resolve the reported issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.